Event description:
It was reported during a surgery, a screw broke while being inserted into a plate. No other information is available. Multiple attempts for more information were made to no avail. This report is related to report number 3025141-2024-00162 for the plate involved in this event.

Manufacturer narrative:
The reported devices were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the devices are unknown. However, based on the information received the root cause could not be determined.